Event description:
Customer reported that she was having issues with sensor and blood glucose readings. Sensor glucose will be at 60 mg/dl and her blood glucose will be at 170 mg/dl range. She was advised by a nurse she was over calibrating and was informed to calibrate when she is stable. Customer had to turn sensor feature off because the device will not stop alarming. The device also alarmed battery out limit, troubleshooting was performed for alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.